Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 5.1 inr on the coaguchek xs system while a comparison lab returned as 3.17 inr. Patient's coumadin dose was decreased 15% based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.